Event description:
A user facility reported to olympus that no image was present and the "b30" error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was not possible to determine whether the indicated phenomenon occurred due to a malfunction of the subject device. The product has not been returned to the repair department and the condition of the subject device cannot be confirmed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.